Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that on four days after implant, a type IV blush endoleak was observed. The physician implanted two other devices; however, the type IV blush endoleak still persisted. The physician has requested the films to be reviewed and analyzed by another physician. The patient is being monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results, conclusion: endoleak, unknown cause of event.